Event description:
It was reported to resmed that a patient was admitted to the emergency department (ed) with type 2 respiratory failure allegedly due to blocked vents on his airfit f20 full face mask. It was reported the patient was using an unknown device 22 hours a day for non-invasive ventilation while at home and the device had been alarming all day. Review of the device alarm history by the ed revealed rebreathing alarms. Visual inspection of the mask's ventilation holes by the ed revealed the vents were blocked with secretions.

Manufacturer narrative:
It was reported the elbow joint of the mask was replaced by the ed to address the issue and the patient was advised to ensure it is kept clean. Resmed has requested for the mask to be returned so that an engineering investigation can be performed. The mask has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. The airfit f20 user guide provides daily/after each use and weekly cleaning and maintenance instructions. The troubleshooting section also provides solutions for potential problems such as blocked or dirty vent, and wet vent. In addition, the user guide provides the following warning: - ¿the elbow, valve and vent assembly have specific safety functions. The mask should not be worn if the valve is damaged as it will not be able to perform its safety function. The elbow should be replaced if the valve is damaged, distorted or torn. The vent holes and valve should be kept clear. As with all masks, some rebreathing may occur at low CPAP pressures. The mask must be fitted with the supplied elbow (containing the valve and vent assembly) to ensure safe and functional usage unless otherwise specified. Do not use the mask if the valve or vent assembly is damaged or missing. Regularly clean your mask and its components to maintain the quality of your mask and to prevent the growth of germs that can adversely affect your health.¿ resmed reference#: (B)(4).